Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse replaced the t tube b and the connector to resolve the issue.

Event description:
A field service engineer reported a customer obtained false high sodium, potassium, and chloride results, for two (2) patients involving the au680 clinical chemistry analyzer. The false high sodium, chloride and potassium results were not reported outside the laboratory. Quality control was within the laboratory's established ranges prior to the generation of the false sodium, potassium, and chloride results